Manufacturer narrative:
Analysis found the complaint that the programmer screen does not turn on was verified. The unit was powered on, but the display was black. The inverter board was found to have failed and had burn damage.

Event description:
It was reported that the programmer was powered on and the fan can be heard but the screen had no display.